Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of cgm readings for less than three hours [while the cgm was in range]. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 6/13/2017 with the following results. There is a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.